Event description:
It was reported that the pwd (person with diabetes) called in with multiple line blocked alarms. They reviewed with the pwd that the issue may be with the cleo 90 infusion set, and no way to know until its removed. The cps encouraged the pwd to change out cassette and cleo 90 infusion set. However, the cassette had been on about 36 hours, and still had 120 units of insulin. The cps walked the pwd through resolving with current cassette but changing out the infusion site. When old infusion site was removed, he did notice that the cannula was at an angle. The pwd inserted a new cleo 90 infusion set without difficulty, went through the steps of the self-test, then toggled on fill canula, resumed basal and was looping. There was patient involvement/no harm reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.